Event description:
While activating the safety shield, a needlestick occurred to the palm of the nurse's hand. The pink shield apparently popped off. Baseline testing performed and results were negative. Account requested to be retrained and in-serviced. Testing of customer returned samples could not identify any issues. Review of database indicates no other issues regarding this production lot number.